Event description:
The tech alleged the brake will set but the brake steer caster still rolls while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster and adjusted the brake casters to resolve the issue.